Event description:
The customer reported that the monitor went black. This would result in no image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced, the power supply was adjusted, and the high voltage cable was cleaned and regreased. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.